Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the returned portion of the guidewire was performed. Visual observation noted numerous kinks throughout the length of the guidewire with an apparent fracture on the curved end as noted from the jagged appearance at the edge of the guidewire. Approximately 189.5 centimeters (cm) of the guidewire was returned for analysis. The exact measurement was unable to be determined due to the severity of the kinks that were present. Slight abrasions to the surface were noted and were felt to be consistent with procedure use. Laboratory analysis was unable to confirm the root cause based on analysis of the returned portion of the guidewire.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during use of this guidewire for implant of another manufacturer's lead, the tip of the guidewire broke off and remains in the patient. The physician did not plan to perform any additional intervention to remove the portion of the guidewire and planned to leave it as is. No additional adverse patient effects were reported.